Event description:
It was reported to philips that a paramedic crew was treating a cardiac arrest patient. The monitor displayed a ventricular fibrillation rhythm but the device failed to deliver a shock. The crew troubleshooted and even changed to a new set of pads without success. Another paramedic crew arrived and attempted to shock with their defibrillator but also was unable to. This report addresses the second defibrillator (heartstart mrx, serial number (B)(6)). The first defibrillator (heartstart mrx, serial number (B)(6)) is addressed in pr (B)(4). The first device (pr(B)(4)) will be considered a serious injury. Both devices were reported to be in use on one patient however, no direct adverse event to the patient or user was reported. This report (pr (B)(4)) was initially reported as a serious injury, but has been updated to product problem. A philips clinician evaluated the patient event file. The device was powered on into the manual mode, and pads were placed at 0:06 seconds elapsed time (et). Chest compressions were being performed and the underlying rhythm was asystole. The users attempted to deliver a shock at 0:35 et, but the shock was aborted. The device was powered off at 0:47 et. A philips field service engineer evaluated the heartstart mrx defibrillator and was unable to duplicate the issue. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction.

Event description:
It was reported to philips that the device failed to deliver a shock to a patient experiencing a cardiac arrest. Following the initial failure, two shocks were then successfully delivered with an unspecified device and the patient was transported to the nearest hospital for further care. Additional information has been requested.